Event description:
It was reported that a novum iq large volume pump overinfused vancomycin. The expected infusion time was one hour; however, infusion completed in twenty minutes. It was unknown if a patient was connected during this event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: previous g3 date (update to 03/03/2025). Additional information: e1: initial reporter city, h6 (update codes), h11. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.